Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain. Review of x-ray noted that the lead had perforated and it was repositioned. After the pocket was closed, the patient's blood pressure dropped and the patient experienced pericardial effusion. Pericardiocentesis was performed. The patient was in stable condition.